Event description:
It was reported that the air dermatome handpiece's throttle safety device was not working properly during surgery. Additional clinical follow up with the customer indicated that the reported issue occurred during surgery. The pt was on the table and the dermatome was being used on the pt. The device was unable to be shut off and it ran during the entire time of the case. The pt was not injured nor was the tissue damaged. The doctor used the dermatome, and when he was done the dermatome would not go to safety. A may stand was acquired and the device was placed on the stand when nothing using the device was disconnected to shut it off. There was no surgical delay in the event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 05/12/1997 and was previously returned for repair on 04/04/2014 for a non-related issue. Evaluation confirmed the customer's reported event as the device operated without engagement of the throttle lever due to the poppet being recessed. The presence of a hardened foreign substance on the hinge throttle around the poppet and housing was observed, causing it to stick. The substance was also observed on the o-rings of the poppet. The poppet slid smoothly within the housing after removal of the o-rings. Prior to repair, the device was within calibration specifications at all tested the thickness settings. The foreign substance caused the poppet to stick, resulting in the customer's reported event. It is unk at this time as to how the substance came into contact with the device. The device was serviced and returned to the customer.